Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.6 inr, qc 2: 3.4 inr, qc 3: 3.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the allegation of result of the 2.6 inr taken on (B)(6) 2019 is actually recorded as taken on (B)(6) 2019. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:07 a.m., 8:09 a.m. And at 8:12 a.m. The meter results were 4.0 inr, and at 8:15 a.m. The meter result was 2.6 inr. The last meter result was believed. The patients warfarin dose was not changed based on the meter results. The patients coumadin dose was decreased the day before the discrepant meter result. In addition, the patient recently changed one of her diabetes medications. The patients therapeutic range is 1.9-2.6 inr and tests every 2 weeks. The patient is in fair condition.